Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy of cecum with terminal ileum procedure, the first clip fired normally, however, the second clip did not load although the lever was pulled. The handle was then squeezed and it caused bleeding of 200cc. The procedure was converted to an open procedure and the manual suturing was done. The surgical time got extended by more than 30 minutes.